Event description:
It was reported that a device was used during a low anterior resection. After firing the device, the surgeon could not remove it from the bowel. Once removed, the surgeon noted that the anastomosis was not completely cut. Case was completed with hand suture. There were no reported pt consequences.